Manufacturer narrative:
A ge rep evaluated the system and reseated and tightened the lemo connectors. The system operates as intended.

Event description:
The customer reported that the system locked up. There is no report of pt injury or death.